Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, there was a minor damage to the anterior mitral leaflet. Edwards received notification of a pascal procedure in mitral position where after release of the posterior clasp suture, there was a loss of leaflet capture. Device was bailed out through the guide sheath. There was a minor damage to the anterior mitral leaflet, but no prolapse/flail. A new pascal was implanted with a reduction in mr from 4 to 3.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional information provided after internal image evaluation was that after an internal review of procedural tee, there is confirmation of loss of capture of the posterior leaflet and subsequent bailout of the first pascal device. Post-bailing out there is confirmation of damage to valve anatomy manifested as a new flail segment of the a2 scallop. Possible root cause and contributing factors to the damage to valve anatomy appear procedural related, bailing out maneuvers without clasp control. A second pascal device was implanted at central a2/p2 position with a 12/6 orientation. The device appears stable post deployment. High residual mr unchanged from baseline qualitatively 4+severe. The complaint for loss of capture during the release was confirmed with objective evidence based on the evaluation of the tee images received and the information provided by edwards clinical specialist, who was present on the site. Based on the imagery evaluation, the patient had complex anatomy with anterior and posterior leaflet pathology indicative of barlow's valve. This included thickened leaflets with multi-segment prolapse of a2, p1, p2, and p3, as well as two large coaptation gap defects lateral and medial of a2 p2. Additionally, there was an indentation between the p1 and p2 scallops. Although there were no initial difficulties in navigating the device or capturing the leaflets, a loss of capture of the posterior leaflet occurred during implant release. As a result, the procedural maneuvers, specifically the bailing out without clasp control, likely led to the flail segment of the a2 scallop. Available information suggests that both procedural factors, maneuvers performed during procedure, and patient conditions, complex anatomy, likely contributed to the event. There was no allegation or indication that a device malfunction contributed to this adverse event. No manufacturing non-conformities were identified from the investigation. There was no allegation or indication that a device malfunction contributed to this adverse event.